Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The unknown fractured screw was found in the internal threads of the implant. Measurement analysis and functional testing could not be performed due to the fractured state of the device. The implant was located at tooth #25 (fdi) and implanted in the patient's mouth for approximately 13 years. The patient was also reported to have moderate density bone. No other pre-existing patient conditions were noted on the per or in the complaint form. The DHR review was not able to be completed as the lot number for the screw was unknown, thus could not be further reviewed at the time of the investigation. The pce will be reopened and updated if there is any indication of non conformance, or any possible manufacturing issue related to the reported event. Complaint history review could not be performed as the lot number was unknown. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Patient identifier unknown. Date of birth unknown. Weight unknown. Brand name unknown. Device product code unknown. Catalog number, lot number, expiration date, and UDI unknown. PMA/510(k) unknown.

Event description:
It was reported that an unknown fractured screw was found in the internal threads of an implant.